Event description:
An endeavor sprint rx drug eluting stent was implanted in the mid lad; a second endeavor sprint rx drug eluting stent was implanted in the mid lad in treatment of a complication/dissection/bail out (after stent implantation to cover the target lesion). Patient was asymptomatic/free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow ups. Approximately 2 years and 9 months post the index procedure it is reported that the patient died suddenly, in a car accident. Death was not associated with a mi and there was no evidence of stent thrombosis. It is reported that death event was not related to the study stent. Patient was taking asa & clopidogrel/ticlopidine 24 hours prior to death event.

Manufacturer narrative:
(B)(4). Results - (dissection & death).